Manufacturer narrative:
In a f/u conversation with the orthodontist, the use of ortho solo could not be confirmed in any of the 6 instances. Initially, the orthodontist thought ortho solo was used, but since no records were retained to confirm that fact, the orthodontist was not 100% sure ortho solo was involved. The orthodontist did not provide any lot numbers of products allegedly involved nor did he return any suspected products for evaluation.

Event description:
Between (B)(6) 2004, six instances (6 different patients) occurred in which the use of ortho solo, a sealant and bond enhancer, allegedly attributed to enamel fractures while debonding orthodontic brackets. All of the patients were referred to their general dentists to assess their conditions. Three of six patients required composite restorations to repair the enamel fractures. This is the third of three MDR's regarding the alleged association between ortho solo and the enamel fractures that occurred between (B)(6) 2004.